Event description:
It was reported that the device was used during a colostomy takedown. It was reported the surgeon fired the cdh25. When removing the doughnuts (of tissue) for inspection, the surgeon noticed that the washer was broken in half. The surgeon did an air/water test and found a leak. He then repaired the anastomosis with suture. There was no consequence to the pt. 04/27/1998 the rep reports the initial cut was made through the washer when firing and the center of the washer was cut out as it normally would upon firing the device. The rep reports the surgeon observed that the washer also broke into two halves as well.